Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned accolade was analyzed and review of device data was not conducted while implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.